Event description:
It was reported that the procedure was to treat a 99% stenosis below the knee. The armada balloon catheter was advanced to the lesion and the balloon catheter was pressurized, but the balloon did not hold the pressure. When pressure was applied, the pressure indication increased for a while, and then it dropped soon afterwards. Blood was not coming back, but some leakage was observed from the guide wire port of the hub. There was no resistance during advancement or removal of the armada catheter. A non-abbott balloon was used to successfully complete the procedure. There was no significant delay in the procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak in the hub was able to be confirmed. A review of the lot history record for the reported lot revealed no nonconforming material records that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no other similar incidents. However, upon an expanded investigation, a product issue related to hub leak was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.